Event description:
The novasure device was then inserted with some difficulty. The novasure device did not deploy as it normally would. However, we were able to get it to deploy and initially the novasure was opened to a width of 4.5 cm. An attempt was made to ablate the endometrial cavity, which was unsuccessful because of inadequate uterine cavity assessment by the device. This was attempted again and unsuccessful. A second device was then introduced and the width of the fundus. This was felt to be more in keeping with the actual clinical examination. However, the procedure again was unable to be carried out. The hysteroscope was again introduced and a uterine perforation was then identified. The tenaculum was removed from the cervix, as well as the bivalve speculum, and the patient was then re-prepped and re-draped for a laparoscopy. Dates of use: 2009. Event abated after use stopped or dose reduced: yes.